Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert triggered due to high impedance on the svc (superior vena cava) portion of the lead. The svc portion of the lead was capped and the pace/sense and high voltage portion of the lead remain in use. No patient complications have been reported as a result of this event.